Manufacturer narrative:
The customer reported missing glucose alarms. The reported issue was investigated and was attempted to be replicated using similar configurations. The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly submitted in the initial report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 11 with ios operating system version 17.2.1. The low and high glucose alarms did not sound, and therefore the customer was not alerted of changes in glucose level. As a result, the customer experienced trembling, sweating, and a loss of consciousness. The customer was provided food (olives and ginger) by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with iphone 11 with ios operating system version 17.2.1. The low and high glucose alarms did not sound, and therefore the customer was not alerted of changes in glucose level. As a result, the customer experienced trembling, sweating, and a loss of consciousness. The customer was provided food (olives and ginger) by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported missing glucose alarms. The reported issue was investigated and was attempted to be replicated using similar configurations of iphone 12 (ios 17.1.2, 2.10.2.7677). The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a france customer. This is same/similar to us freestyle libre 2 ios 71926-01. All pertinent information available to abbott diabetes care has been submitted.